Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The most likely cause of damage was stated to be due to hammer impact on the handle of the instrument. Unable to establish and confirm cause as the instrument was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the straight lumbar probe was stuck in the orange navlock. No patient impact and no delay to procedure reported.